Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue with lines on the display screen. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings. On investigation, the alleged display issue was not duplicated. The pump powered up to a fully illuminated and legible display without any extra or missing lines. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim with reddish text and the battery compartment was cracked below the grip pad.